Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic with rv loss of capture (loc) and elevated threshold measurements that had risen to 5v. It was noted that the patient was in chronic atrial fibrillation (af). Technical services (ts) reviewed troubleshooting options and programming considerations. Possible lead dislodgement was discussed, however chest x-rays did not show much of a lead change. It was suspected that this may be indicative of microdislodgement. The physician decided to program the device to vvir and left ventricular (lv) lead only at higher outputs. This rv lead remains implanted, and will continue to be monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection confirmed that only the proximal segment was returned, severed approximately 65 millimeters (mm) from the terminal end. Inspection of the lead segment found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product. However it was noted that lead ductile fracture was identified, which was consistent with explant damage.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead presented to the clinic with rv loss of capture (loc) and elevated threshold measurements that had risen to 5v. It was noted that the patient was in chronic atrial fibrillation (af). Technical services (ts) reviewed troubleshooting options and programming considerations. Possible lead dislodgement was discussed, however chest x-rays did not show much of a lead change. It was suspected that this may be indicative of microdislodgement. The physician decided to program the device to vvir and left ventricular (lv) lead only at higher outputs. This rv lead remains implanted, and will continue to be monitored remotely. No adverse patient effects were reported.